Event description:
The customer reported that he had recurring motor error alarms during the rewind process. Troubleshooting was performed and the insulin pump was able to rewind fully. The insulin pump did not pass the displacement test. Nothing further was reported.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing, it was concluded that the device operated within specifications.